Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event of blood leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, blood leakage was observed from the hemostatic valve after the sheath had been inserted into the left atrium and before any catheters were inserted. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.